Event description:
It was reported that the pump did not infuse. No patient involvement or injury was reported.

Manufacturer narrative:
Operator of device is unknown. A sample was received to perform an investigation. A visual inspection of the pump found the tamper seals intact. The physical condition of the pump was good. A review of the event history log identified pm medium alarm displayed, preventive maintenance due. During functional testing of the pump, upon power up, the pump displayed maintenance due. The problem was identified as user error. The user is instructed to turn off maintenance reminder or reset maintenance interval. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.